Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient is experiencing pain. Patient said they were in the hospital for a bowel problem, and their healthcare provider (hcp)'s ordered a cat scan. Patient said the hcps moved them from bed to bed kind of roughly even though they informed everyone that they had an ins for their bladder. Patient said this morning, they were in a great deal of pain around their right hip, which is close to where the battery is. Patient tried decreasing stim from 2.3 to 1.8 or1.9, but it didn't seem to help. Patient asked if they need to turn stim off, and stated that they are confident the pain is related to the stimulation. Agent reviewed. The patient was redirected to their healthcare provider to further address the issue. Additional information received from the patient stating that the patient said that they decreased to 1.6 however the stimulation was still painful so this morning they turned therapy off and asked what to do next. Patient then said their bowels had been affected, they had been to the ER three times, was severely constipated. Reviewed programming options and patient said already had done that and when asked, patient explained that was on a different program before and switched to current program and tried the lower settings first. Reviewed potential adverse event and patient was redirected to contact managing physician. Patient to keep therapy turned off and also monitor whether or not they noticed improvement in bowel issues and provide update to managing physician.

Event description:
Additional information was received from the patient. It was reported that the patient called back and reiterated previously reported issue: that the therapy was causing them to "not feel the need to move" their bowels. Patient stated their hcp told them the therapy would not cause this. Patient stated over the weekend they had "twitches really bad" so the patient switched from program 2 to program 1 and even decreased the stimulation down to where they weren't feeling the stimulation however last night they had twitches all night from their hips all the way down their leg. Patient had called to ask what to do. Patient denied having had any falls or traumas that would have led to the issue. Patient services reviewed the role of patient services with the patient and redirected the patient to follow up with their hcp, suggesting to the patient they could try additional programs to see if the twitching resolved or turn the therapy off completely until they reached out to their hcp. Patient reach out to their hcp. Patient stated they may turn the therapy off in the meantime because they were having lots of problems with the therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.